Event description:
Information received indicated, fluid ingress onto the scale/ppm board causing no scale display.

Manufacturer narrative:
The facilities engineer replaced the scale/ppm board to repair the bed.